Manufacturer narrative:
G.1 distributor information: (B)(6). Exemption number, e2014005. Q core medical ltd (manufacturer) is submitting the report on behalf of ICU medical.

Event description:
The compliant was reported by a customer from the USA. Interuption of milrinone.

Manufacturer narrative:
(B)(4). Exemption number, e2014005. Q core medical ltd (manufacturer) is submitting the report on behalf of ICU medical.

Event description:
The compliant was reported by a customer from the USA. Interruption of milrinone.